Event description:
The institution has reported two cases where oerskovia bacterium developed a few weeks after a splenic artery embolization procedure. The procedures were performed by two separate physicians, and the only common thread currently identified is the embolization coils used. The institution does not track any other products that may have been used (catheters, wire guides, sheaths, closure devices, etc) specific to the pts. The first pt, who was immunocompromised, underwent a splenic embolization during the first week of december. A total of five coils were used. A few weeks after coil placement, the pt developed oerskovia bacterium. The pt is on high powered antibiotics and is doing well (MDR# 1820334-2015-00070). The second pt, also immunocompromised, under went splenic artery embolization on (B)(6) 2014. Again, embolization coils were used, but other products were not able to be tracked. The pt was given high power antibiotics and is doing well (MDR# 1820334-2015-00071) the physician indicated that their infectious disease department is looking into the matter. Pt is current ly doing well with antibiotic regimen.

Manufacturer narrative:
Date of event is unknown as not provided by the reporter. Catalog #: mwce-35-10/5-tornado. Lot # is unknown. Expiration date is unknown. UDI # is unknown. (B)(4). Event evaluation: during the investigation a review of complaint history, documentation, quality control, and trends was conducted. The product will not be returned for investigation. The complaint facility had two patients develop oerskovia bacteria infection following splenic artery embolization procedures in which cook embolization coils were implanted. Both patients were immunocompromised. Both cases reported that the patients were doing well with an antibiotic regimen. The procedures were performed at the same facility but by different doctors. The facility does not track any other products that might have been used on the patient (guide wires, catheters, sheaths, closure devices, etc.), thus the only known common link was the embolization coils. The facility sent out coils from their inventory with matching lot numbers. Per emails dated (B)(6) 2015 7:13 pm, "the cultures on the 7 coils are negative to date." The 10 most recent embolization coil shipments to the customer prior to the dates of the procedures listed in complaint were sterilized per 100% eto sterilization. There is no evidence to suggest the device was not manufactured per specifications. A definitive root cause cannot be determined. Although the complaint facilities third party testing of cook coils showed negative results, the complaint shall be confirmed based on customer statement.

Event description:
The institution has reported two cases where oerskovia bacterium developed a few weeks after a splenic artery embolization procedure. The procedures were performed by two separate physicians, and the only common thread currently identified is the embolization coils used. The institution does not track any other products that may have been used (catheters, wire guides, sheaths, closure devices, etc.) Specific to the patients. The first patient, who was immunocompromised, underwent a splenic embolization during the first week of december. A total of five coils were used. A few weeks after coil placement, the patient developed oerskovia bacterium. The patient is on high power antibiotics and is doing well (MDR# 1820334-2015-00070). The second patient, also immunocompromised, underwent splenic artery embolization on (B)(6) 2014. Again, embolization coils were used, but other products were not able to be tracked. The patient was given high power antibiotics and is doing well (MDR# 1820334-2015-00071). The physician indicated that their infectious disease department is looking into this matter. Patient is currently doing well with antibiotic regimen.

Manufacturer narrative:
(B)(4). The event is currently under investigation. More info will be provided upon conclusion.